Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during normal operating room activity (gynecological - laparoscopic), some patients suffered slight superficial burns. The event happened several times, between (B)(6) 2017 and (B)(6) 2018, apparently in a completely random way. Seven patients were involved in the problem, none suffered significant injury.

Manufacturer narrative:
Evaluation summary: one device generator was returned for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample met specification as received. The visual inspection found no notable conditions. The reported condition was confirmed. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.